Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain because the ipg had been moving around and when the patient sits against something. The patient underwent a revision procedure wherein the ipg was tightened up and moved a little bit within the ipg pocket site. The patient was doing well postoperatively.